Manufacturer narrative:
Concomitant medical products: product ID: 3057, serial# unknown, implanted: (B)(6) 2018, product type: screening device. Product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with a trail external neurostimulator (ens) for urge incontinence - urgency frequency. The patient reported that they were in a lot of pain from the procedure. The patient reported that they only had one lead on the right and it moved. This caused her to get "shocked" numerous times. The patient turned the device off. The patient stated that they returned to the doctor and had the unit removed. It was noted that the trial started on (B)(6) 2018. No further complications were anticipated/reported.